Event description:
The customer stated that she was hospitalized with a blood glucose reading of 44 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had changed her infusion set on the morning of the event. The customer stated that she did not see numbers counting on the display when she was priming the insulin pump. The customer was walked through the proper priming process. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.